Event description:
The customer reported that a spark was seen during a pt event. There was no allegation that the device behavior impacted pt's outcome.

Manufacturer narrative:
The customer reported that a spark was seen during a pt's event. There was no allegation that the device behavior impacted pt's outcome. A follow-up report will be submitted after philips obtains more info about this event.